Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with the device anymore due to a meningitis infection in (B)(6) 2021.the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient had no longer benefit from the device due to ossification and fibrosis in the cochlea likely caused by the reported meningitis episode. Further the recipient suffered from a trauma, which might have contributed to the loss of benefit. This is a final report.

Event description:
The user has no hearing sensation with the device anymore due to a meningitis infection in (B)(6) 2020 and thus became a no-user. The user had reportedly good benefit with the device before. When the clinic removed the user's tympanostomy tube in (B)(6) 2021 2 channels were found to be extra-cochlear. Additionally there was a lot of fibrosis and the therefore clinic was not able to reinsert the electrode array completely. 4 weeks after this event the user was reactivated but had no hearing sensation with the device anymore. The device was explanted on (B)(6) 2022. According to information from (B)(6) 2022 the user is doing well and has no more appointments with the clinic.